Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the guidewire could not pass through the central lumen of the catheter during catheter implantation. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the guidewire could not pass through the central lumen of the catheter during catheter implantation. As a result, a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "guidewire could not pass through the central lumen of the catheter" is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found kinked near the iabc distal tip, and resistance was noted upon passing the guidewire through the iabc central lumen. The root cause of the kinked central lumen is undetermined. The most probable potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.